Event description:
A 7f sheath was placed in the left groin contralaterally into the right leg. Once the wire was placed past the lesion an atherectomy device was used to debulk the right sfa artery. After 4 passes were made the device was removed and a powercross 6x200 was placed in the sfa and inflated to the rated burst pressure. The powercross balloon burst. It was taken out in one piece from the patient. Evaluation of the returned device found the balloon material exhibited a longitudinal tear 5cm to 8.5cm from the proximal marker band and an incomplete circumferential tear 6cm from the proximal marker band. All components were accounted for.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.